Event description:
During a CABG procedure, the suture broke. No pt injury was reported.

Manufacturer narrative:
7/31/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.